Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-09153. Related manufacturer report number: 2017865-2020-09155. It was reported that the patient experienced a significant swelling at the device pocket site and the incision site was warm and reddened. Upon opening the pocket for evacuation of hematoma and exploration of the pocket, cloudy fluid was noted inside and initial lab cultures revealed white blood cells. The system was removed. The patient was in stable condition.